Event description:
During the procedure, the device broke into two pieces. While positioning the device in the ramus circumflex artery, the connection to the system was lost. It was not possible to reconnect the device. After removal of the device, it was found to be broken into two pieces. No pieces of the device were left inside the patient's anatomy. Another device was used to complete the procedure.

Manufacturer narrative:
One pressurewire x (wireless) was returned for analysis. The results of investigation concluded that there were multiple bends and kinks which is consistent with the guidewire fracture at the coated proximal tube (shaft); however, the microcables and corewire remained intact. Functional and electrical testing could not be performed for the reported signal loss due to guidewire fracture. Although the exact cause of the reported signal loss remains unknown, it may be possible the guidewire fracture caused the reported signal loss. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported guidewire damage and guidewire fracture remains unknown.